Event description:
It was reported that the patient was experiencing loss of pain relief and frequent charging of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it has been kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last 4 to 6 months to the date the manufacturer became aware.